Manufacturer narrative:
Device 1 and 2: upon receipt of the first two devices, visual inspection showed no signs of clinical usage or evidence of blood. Both devices were received with the delivery devices returned outside of the loading devices. Based upon the absence of blood in the delivery tubes, it appears that they were not inserted into the aorta. The tension spring assemblies, seals and anchor tabs were located inside the body of the loading devices. The green slide locks were locked and the white plungers were not depressed on the delivery devices. Based upon the eval results, the reported complaint of "failed to unravel properly" could not be confirmed. Device 3: upon evaluating the third device, visual inspection showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were not returned. The green slide lock and the white plunger were depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed; however, it was confirmed for premature deployment. Conclusions: a lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to unravel properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Device 3: lot: 25070280, expiration date: 12/31/2013.